Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. The method of how hemostasis was achieved was not reported. There were no reported adverse pt effects. No additional info was not provided.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device found the posterior portion of the foot was broken off and not returned with the device. The returned lever, suture, sheath and body of the device were within specifications. Due to the broken posterior foot the needle trajectory test could not be performed. Based on the investigation findings, the most probable root cause for the posterior foot break is related to the operational context in the use of the device. Patient anatomical conditions such as obesity and calcification can interfere with needle deployment, causing the needle to deflect and strike the foot, breaking it. Calcification or other body material trapped under the foot during deployment can interfere and may break the foot. Also failure to maintain a stable position of the device with respect to the tissue tract during deployment can put pressure on the foot causing it to break. No manufacturing or quality inspection issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received.

Event description:
It was reported that during a stenting treatment procedure, a filter tear occurred. The target lesion was located in the internal carotid artery. A 190cm filterwire ez embolic protection system was deployed during the procedure. When the device was removed from the patient, a tear was noted between the wire and the filter bag. No patient complications were reported and the patient's status is good.